Event description:
It was reported that during an indirect decompression spacer implant procedure, at initial lateral fluoroscopy view it was noted that the patient had obvious short pedicles, however the physician decided to proceed with the procedure. During deployment, it became difficult to finish deploying the spacer. The physician tried to power through the rest of the deployment and the spindle cap broke. The broken spacer was removed and a new spacer was successfully implanted. There were no patient complications due to the event.